Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3888-56, lot# va00w3e, implanted: (B)(6) 2012, product type: lead. Product ID 3888-56, lot# va00w3e, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was going to receive an MRI. MRI guidelines were requested. The MRI was going to be done to diagnose pain in the neck. The pain was noted to be in the cervical region on the right side with radiating arm pain. The pain was noted to have started in 2005, the patient had an MRI in 2010, and then was implanted in 2012. The patient received no relief from the stimulator. Follow-up determined that the patient was evaluated for the first time on (B)(6) 2014 and the patient continued to have pain. No additional information was known. No additional follow-up was required as all known information was reported. On 2016-10-10, the caller reported that the patient¿s device never really helped with their pain. They stated the patient¿s spinal degeneration condition is worsening and they will need to have the device removed so that the patient can be eligible to have MRI¿s. The patient further stated that the MRI was partially related to the device. They noted that their implantable neurostimulator (ins) died within a year. The patient mentioned that their pain is getting worse. They stated they have had multiple herniated discs, which is also a reason for their MRI. It was reported that the patient¿s device was implanted to help with their pain that was associated with their spinal degeneration. They stated they would have never gotten implanted if they didn¿t know their device was not MRI compatible. The patient noted that they had to go through 2 surgeries just to get the device implanted, and has 18 inches of scars on their body. The patient stated they contacted a neurosurgeon who will be working with the patient for a device explant. The patient was implanted for failed back surgery syndrome, complex reg pain syndrome type I, and spinal pain.

Manufacturer narrative:
A serious medical or surgical intervention was not reported to have been planned, scheduled, or performed at this time. Malfunction applies to this event.

Event description:
Additional information was reported on (B)(6) 2017 from the consumer that the therapy had not worked in years. The event date could not be clarified. The patient reported that they would like to speak with a health care professional (hcp) about removing the implantable neurostimulator (ins) in order to get an MRI. It was noted that the MRI was unrelated to the pain stimulation therapy. The patient did not have a managing hcp at this time. There were no patient symptoms reported. No further complications were reported.

Manufacturer narrative:
Correction: corrected to adverse event <(>&<)> product problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.